Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was explanted after the patient experienced adverse symptoms. After implant, the patient reportedly experienced overdrainage symptoms with the valve set at 1.5. The setting was changed to 2.0 on (B)(6) 2016. According to the report, the patient presented with raised pressure symptoms and enlarged ventricles on (B)(6) 2016. It was stated the patient was admitted to the hospital with adverse symptoms and the valve setting was changed back to 1.5. Reportedly, since discharge from the hospital, the patient had been well and very occasionally put their head down during the end of the day due to low pressure headaches. It was later reported that the patient came back to the hospital with a blocked device and was taken immediately to theatre for revision. Both the ventricular and peritoneal catheter were tested for patency and passed. The valve was replaced with a new valve. It was reported there was no injury to the patient as of the end of (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned valve was patent. The valve met the requirements for siphon, reflux, pressure-flow, pre-implantation and leak testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. There was crystalline debris observed on the exterior of the valve. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.